Event description:
Information provided, via medwatch form (B)(4), states that while implanting cage into the spinal space, the implant broke. All pieces were removed. No patient harm. Additional information received states that during a lateral interbody fusion (l2-l5) the implant got stuck and broke while it was going into the spinal space. All of the implant pieces were retrieved from the patient. This resulted in a delay in the case.